Manufacturer narrative:
(B)(4). Date sent: 2/19/2026. B3: publication year of 2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the neuwave device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lee mw, rhim h, kim sh, song kd, kang tw, lee jh, kang ws, stanziola j, mamun a, leon h, meyers ee. Prospective evaluation of the safety and efficacy of microwave ablation for hepatocellular carcinoma in korean patients. Ultrasonography. 2026 jan;45(1):59-68. Doi: 10.14366/usg.25184. Epub 2025 oct 25. Pmid: 41566992; pmcid: pmc12853256. The aim of this study is to evaluated the 3-year safety and efficacy of microwave ablation (mwa) as an alternative to radiofrequency ablation in 33 korean patients with hepatocellular carcinoma (hcc). Neuwave system (ees) was used in ultrasound-guided mwa, between december 2017 and may 2020. Reported complications: neuwave system (ees). Post-ablation pain (n=?): treatment: not reported. Post-ablation fever (n=?): treatment: not reported. Pyrexia (n=1): treatment: not reported. Duodenal thermal injury (n=1): treatment: not reported. In conclusion, mwa appears to be a safe and effective treatment for early-stage hcc, demonstrating durable tumor control and a low incidence of major complications over 3 years.